Event description:
Information was received from a manufacturer's representative regarding an external device. The patient reported that about 3 weeks ago they started feeling "crappy." The patient used their patient programmer (model 37642) to check the status of their implantable neurostimulator (ins) and discovered that therapy was turned off. The patient turned therapy back on and felt tingles on their left side. Once therapy was turned back on, the patient said they felt better and had more energy. Then, the patient tried charging their ins but they kept seeing the 'reposition antenna' screen. The patient could also hear the recharger beeping, and it would not respond when they pressed the green button. The patient called manufacturer representative (rep)  yesterday to report this issue, and the rep had the patient check the ins status with their patient programmer. The patient programmer indicated that the ins charge level was low, but the patient was unable to charge the ins due to the persistent 'reposition antenna' screen. There was no damage to the recharger antenna. During the call, no issue was found and the 'reposition antenna' screen never appeared. The patient was able to charge the ins normally and could see that the ins was 25% charged and working on getting up to 50% charged. Although there was no issue found during the call, the patient was concerned about the reliability of the recharger and requested to have it replaced. Agent attempted to transition the patient to the wireless recharger (wr), but the patient said they were unable to meet with the rep at their hcp's office to receive wr training due to them being in a wheelchair or using a walker all the time, and their husband would not be able to bring them anywhere. Thus, agent sent an email to the repair department to request a replacement 37751 recharger.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 37651 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the cause of the issue was not known. They had educated the patient on better charging techniques to help resolve the issue.